Manufacturer narrative:
Device was used for treatment, not diagnosis. Date when non-union began is unknown device is not expected to return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right open reduction internal fixation (orif) of a proximal femur fracture using a trochanteric fixation nail - advance (tfna) on (B)(6) 2017. Postoperatively, a non-union was identified on a routine follow-up x-ray. Patient was asymptomatic (no complaints of pain or discomfort). The patient did not heal due to lateral cortex portion of the femur bone was missing because of the complex fracture pattern. The patient underwent a revision on (B)(6) 2018 and received a right total hip replacement. All the removed implants were intact. There were no issues during the revision and no surgical time delay. The patient status was stable. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number available; the investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: part number: 04.038.290s, lot number: h263442, date of manufacture: 23 january 2017, place of manufacture: (B)(4), part expiration date: 31 december 2026, nonconformance noted: n/a. Description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.